Event description:
It was reported the patient¿s ipg lost communication with external devices and patient was not able to enter MRI mode. In turn, the ipg deemed inoperable. Surgical intervention was undertaken wherein the system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.